Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via phone high blood glucose. Customer's blood glucose level was as high as 560 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose which may have been related to a viral infection. Customer experienced nausea, vomiting, diabetic ketoacidosis and was admitted into the emergency room. Customer treated their high blood glucose via manual syringe and the insulin pump. Customer was placed on insulin drip while at the hospital. Customer advised the drive support cap appeared flush, tiny air bubbles was present in the tubing and the cannula was bent. Customer performed the high pressure test, displacement test, self-test and passed all of them. Customer was advised the air bubbles, bent cannula and loose drive support cap most likely resulted in high blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their blood glucose levels per healthcare provider's instruction.